Manufacturer narrative:
(B)(4). Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported she experienced diabetic ketoacidosis four times in a month span and would like a new insulin pump. Customer was offered troubleshooting and customer declined. No further info reported.